Event description:
Customer reported via phone, the insulin pump had alarmed motor error when she bent down to pick up her dog. Customer's blood glucose was 230 mg/dl. Alarmed occurred during basal delivery. Troubleshooting was performed. The device was not exposed to an MRI. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.